Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres for a few seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient information, and lot number, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 - lot number: updated.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres for a few seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.